Event description:
Prior to attempted implant, the device could not be interrogated via conductive telemetry or rf telemetry. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of telemetry anomaly was confirmed in the lab. The device was unable to be interrogated with rf (radio frequency) telemetry but was able to be interrogated with inductive telemetry. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The memory registers in the device showed the cause of the rf telemetry anomaly was due to a firmware anomaly.